Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant low urca proficiency and patient results is unknown. However, the customer reported that the calibration of new reagent lot fb7013 was performed on 2016/05/06 (immediately prior to running the survey samples). Siemens healthcare evaluated the data logs and noted that a calibration performed on the date of the proficiency run had been manually accepted although not auto-accepted by the instrument. A subsequent re-calibration was auto accepted on 2016/05/12 after which date the repeats of proficiency samples and patient repeats were conducted. Satisfactory survey results were obtained. Use error contributed to or caused the issue. The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant low uric acid (urca) proficiency sample and patient results were obtained on the dimension xpand plus hm instrument. The proficiency samples were rerun after results were returned to the laboratory and the proficiency sample results repeated within acceptable ranges. Patient results were reported to physicians on the calibration that had been in place at the time of the proficiency sample run. Patient samples were retested on redraws on the same instrument and higher results were recovered. There is no indication that patient treatment was altered or prescribed on the basis of discrepant urca results. There was no report of adverse health consequences as a result of discrepant urca results